Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged and bent, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
The pod was returned not deployed with the adhesive pad fully attached to the bottom housing. Inspection of the download data found that the pod was deactivated by the user at the end of the first priming sequence. Inspection of the fluid path and needle mechanism components found no evidence of any damages or deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The soft cannula could not become dislodged from the infusion site as reported, as the device was received with the soft cannula not deployed. No bends or kinks were observed in the soft cannula as reported. The soft cannula was not visible in the bottom housing window as the needle mechanism had not deployed. No damages or deficiencies were observed with the adhesive pad or the adhesive welds. The cause of the reported adhesive failure could not be determined.